Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they fell on their head and had to go to the emergency room on an unknown date with an unknown blood glucose level. The customer had been experiencing high blood glucose levels since last 2 nights, had treated with manual injections and also had high blood glucose levels at the time of call. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They also experienced nausea and vomiting. The insulin pump was on auto mode t the time of incident. The insulin pump will not be returned for analysis.